Manufacturer narrative:
D4 - model number: correction. Manufacturer's investigation conclusion: the centrimag motor (serial number (B)(6) was evaluated following the reported event of an s3 alarm. The cause of the event was isolated to an issue with the centrimag console and has been addressed via the console¿s investigation. The motor was not returned for analysis. The reported event could not be correlated to an issue with the centrimag motor. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two centrimag consoles alarmed while utilizing for temporary ventricular assist device (vad) support. The first console had an s3 alarm that led to shut down. The console was exchanged to the backup console which had a b1 alarm. The center was currently using the backup console with the b1 alarm. On (B)(6) 2024, it was reported that the battery was replaced, and the console still displayed a "battery mode fail." Battery maintenance was unable to be completed